Event description:
(B)(6) 2014 crts (B)(4) (con): it was reported that patient device had not worked properly for that last 21/2 months. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va03zym, implanted: (B)(6) 2012, product type: lead. (B)(4).